Manufacturer narrative:
On 18 jun 2025, avi was made aware of a leak in a midline catheter. The catheter was returned to avi on 02 july 2025 with additional information that the midline had been in place for 40 days and that the line was leaking intermittently from the external portion of the catheter. Avi completed the evaluation of the catheter and confirmed a break in the external portion of the catheter at the suture wing tip. The line was replaced. No clinical impact to the patient was reported. No root cause of the break could be determined.

Event description:
Report of a break in the catheter.